Manufacturer narrative:
Based on the information provided, the cause of the intra-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Log reviews were not able to be reviewed as the system was not transmitting logs. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable adverse event due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding which required intervention. The physician used a 21g flexision biopsy needle and a compatible third-party forceps during the procedure. The bleeding was discovered during the post-interventional airway survey using a conventional bronchoscope to survey the area after the biopsy was done. The physician believes that the bleeding came from a small tributary of the pulmonary circulation in the lobe where the biopsy was performed. The bleeding was significant, and the patient experienced a cardiac arrest but was successfully resuscitated with no sequelae. The patient also received a blood transfusion. Although the amount of bleeding was unknown, a bleeding event that leads to significant cardiopulmonary complications with resuscitation and requires blood transfusion is a life-threatening event and qualifies as a reportable adverse event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding which required additional intervention. The physician used a 21g flexision biopsy needle and compatible third-party forceps during the procedure. Intuitive surgical, inc. (Isi) followed up with the treating clinician and obtained the following information: the bleeding occurred following a transbronchial biopsy using a biopsy forceps. This event is an inherent risk with biopsy and would have occurred with any other modality and does not relate to the ion system directly. The bleeding came from a small tributary of the pulmonary circulation in the lobe that the biopsy was being carried out in. The bleeding was significant, and the patient experienced a cardiac arrest. The patient was resuscitated successfully with no séquela, but was administered a blood transfusion. On 5/19/2021, intuitive surgical, inc. (Isi) followed up with the isi endoluminal territory associate (eta), who was present during the procedure, and obtained the following information: the bleeding was discovered while the ion system cart was still docked, when the physician inserted the therapeutic bronchoscope after the biopsy to survey the area. Cold saline and suctioning were done twice to control the bleeding. The eta is not aware if any bronchus blocker, balloon catheter, selective intubation of endo tracheal tube or fibrin sealant was used to stop the bleeding as she had to leave the room. She is also not aware of the estimated blood loss.